Event description:
Customer reportedly received results of 53 mg/dl and 270 mg/dl within 10 minutes on the compact plus system. Low blood glucose symptoms were reported with these results; customer was able to self treat. No adverse event related to the device reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.